Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that, an 840 ventilator had a patient circuit disconnect alarm. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.

Manufacturer narrative:
Additional information was received that a non-medtronic 3rd party service provider inspected the device and was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the event.